Event description:
It was reported that while in the cath lab, the md inserted the super arrow-flex (saf) sheath into the pt and then proceeded to insert the intra-aortic balloon (iab). The iab became stuck in the saf sheath. As a result, the md removed the saf sheath and the iab as one unit. A new iab was inserted sheathless. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a 3 to 4 min delay in treatment. The pt outcome is listed as "no additional complications." Additional info received on 09/07/2010 from our canada office stated that the iab was prepped per instruction and the iab was inserted femorally.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.